Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with tortuosity and calcification. The balance heavy weight (bhw) guide wire was advanced, but became stuck in a septal side branch. Force was used to remove the guide wire, and the device separated. After numerous approaches of removal, the guide wire was cut at the ostium of the rca with the bioptom catheter. During removal, the part that was in the catheter, in the ascending aorta, embolized most likely to the leg arteries. The part of the bhw which remained in the rca was stented against the coronary artery wall with a stent. A non-abbott guide wire was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as moderately calcified and the vessel was described as moderately tortuous which could have contributed to the reported resistance. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported guide wire separation appears to be related to improper use of the device. Reportedly, force was applied to remove the guide wire and the device separated and it should be noted in the balance middleweight (bmw) guide wire instructions for use (IFU) warnings section; do not: push, auger, withdraw or toque a guide wire that meets resistance. Torque a guide wire of the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. It is likely that the force applied to remove the guide wire contributed to the reported guide wire separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Three unopened guide wires were returned for analysis. Visual analysis was performed and there was no damage found on all three guide wires. The tips of all three guide wires were tugged on to confirm that the core and shaping ribbon were intact. A review of the lot history record for the reported lot revealed no associated non-conforming material records. In summary, based on this investigation, there is no indication of a product quality deficiency.